Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device battery failed "during priming". The customer is requesting that the battery be returned for bench evaluation. There was no reported patient involvement.

Manufacturer narrative:
The device serial number is unknown.